Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. On may 30th, 2018, it was found that the cutting knife was broken off at 2mm from the distal end. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Because the cutting knife contacted the tissue at a point during cutting the tissue, the electric discharge occurred. A part of the cutting knife became extremely hot and weak, then the cutting knife broke off due to the load. The instruction manual of the device has already warned as follows; during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage, or thermal injuries to the non-target tissue.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the user could not extend the cutting knife. There was no patient injury reported. On may 30th, 2018, it was found that the tip of the cutting knife of the subject device was missing.